Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to a broken shaft, designator sw501, which is activated by the shock switch.

Event description:
It was reported that the shock button on the customer's device was no longer responsive. This would prohibit delivery of defibrillation energy, if needed. There was no patient use associated with the reported failure.